Manufacturer narrative:
A ge representative evaluated the system and replaced the 5v power supply. System operates as intended.

Event description:
It was reported that the table would not turn on. No patient injury was reported.